Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent patient was hospitalized due to a fever. X-ray revealed that the lead perforated the rv wall. The system was successfully explanted, and the patient is stable. Lead will not be returned.